Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 09:32:31. During night drain cycle one, the patient's ultrafiltration reading was 1549ml, indicating the home patient (hp) drained 1549ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was a false empty detected at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a follow-up report will be submitted.